Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was being treated for angiomyolipoma of the kidney >4cm with with hypervascular lakes that presented hemorrhagic risk. The target location of the onyx injection was the inferolateral pedicle coming from the right renal artery supplying the malformation. Patient vessel tortuosity was normal. It was noted the devices were prepared as indicated in the instructions for use (IFU). Between embolization of the first and second pedicle, 20 min elapsed, but the 2 vials had been on the dedicated shaker since the start of the examination, about 1 hour. The injection was continuous. Reflux was present was was not visible in fluoroscopy because the onyx was non-opaque; estimated reflux was about 0.2ml based on angiography data regarding the non-opacified carrier branch and per the CT scan performed at 48 hours. It was noted that 0.34ml of dmso was injected into the internal lumen of the echelon 10 catheter before injection of onyx and after flushing the microcatheter with 5ml of saline. No additional surgery or medication was necessary. The patient sustained infarction of 20% of the kidney but was asymptomatic.

Manufacturer narrative:
D4. Device model and lot information received and updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter not provided in initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that injection of non-radiopaque onyx did not allow visualization of the embolization. As a result, this act was not optimal.